Manufacturer narrative:
The pump has not been returned has elected to send this device to an independent test facility for evaluation. (Ecri), a supplemental report will be provided if and when additional information is presented to the medical center.

Event description:
It was reported that a curlin medical infusion pump allegedly malfunctioned and over infused in the field. The pt was given narcan reversal drug. There was no lasting effects to the pt.